Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 alarm confirmed in the device history due to software error. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator. No pump error 19, no pump error 79, no pump error 28 and no pump error 2 alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarms and it went off with insulin pump failure and stated change battery, they did the rewind and prime it after changing the battery, then it cannot get the transmitter to read to the insulin pump nor did meter reading to the insulin pump. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer stated that they were able to clear the alarms. Customer stated that they were able to rewind the insulin pump. Customer stated that they performed displacement test and test results was passed. Customer stated that they performed self-test and test results was failed. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.